Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with atrial lead noise classified as atrial fibrillation/tachycardia. No changes were made. There were no patient consequences.

Event description:
New information received notes the atrial lead was explanted in a procedure on (B)(6) 2025 due to oversensing noise and false automatic mode switch (ams). Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were noise and mode switch. As received, a partial lead (only distal portion) was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of noise was not confirmed. X-ray examination of the helix mechanism found no anomalies. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting due to inner insulation damage consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.